Event description:
It was reported the sys had a "checksum error" which prevented boot up. This error means the sys detected a failure while checking all aspects of software and hardware during booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced sram memory. The system operates as intended.